Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was functional and able to perform ECG acquisition and defibrillation functions. Device evaluation of belt sn (B)(4) has been completed. As received, the cable connecting the distribution node and the rear therapy electrode was pulled from the strain relief, damaging internal wires. The root cause of the pulled cable is excessive force on the cable section. There is no indication that the damage was present while the device was monitoring the patient, prior to the patient's death. The device is designed to alarm and store flags in the event of damage to the pulse delivery circuitry. There is no evidence in the flags of an issue with belt during use. Device evaluation of the patient's battery pack, sn 86118362 has been completed. Battery sn (B)(4) lasted for 22 hours before the battery was removed. The battery was returned to zoll and found to be functional and able to power on a monitor and charge. There is no indication of an issue with the battery pack at this time. The battery was removed before the remaining capacity was fully depleted. The patient's second battery, sn (B)(4) was used by the patient for 36.5 hours between (B)(6) 2015. The battery was returned to the distributor and found to be fully functional and able to power on a monitor and charge. Patients are provided two battery packs; one to be used in the monitor, and the other to be placed on the charger while not in use. There is no information at this time to reasonably suggest that the lifevest caused or contributed to the patient's death. The device was shut down normally at 10:15am due to the battery being removed, prior to the reported time of death, 9:20pm. There is no indication that the damaged occurred to the electrode belt while monitoring the patient. Device manufacture date: monitor sn (B)(4): 12/31/2014; belt sn (B)(4): 01/26/2015; battery sn (B)(4): 04/30/2014; battery sn (B)(4): 04/30/2014.

Event description:
A distributor notified zoll on 08/12/2015 that a (B)(6) male patient passed away on (B)(6) 2015 at 9:20pm. The death was reported to be cardiac related. The patient's girlfriend reported that the patient was wearing the lifevest at the time of passing, but it wasn't alarming because the patient's battery was dead. She reported that the patient had previously told her that the battery would only last for 12 hours and that she thought he had changed it. The girlfriend reported that the patient was on the couch at the time of passing and she was with him. She reported that she called 911 and that she and the emergency responders attempted CPR. Per review of the patient's downloaded flag files, battery sn (B)(4) was placed into the monitor on (B)(6) 2015 at 12:09 pm. The battery was used for 20.5 hours before runtime expired flags were recorded starting at 8:27am. The device continued to monitor the patient for an additional hour and 40 minutes until the battery was removed from the monitor and the device was shutdown at 10:15am. A review of the patient's downloaded flag file from monitor sn (B)(4) confirmed that the device did not detect any treatable arrhythmias or deliver any treatment defibrillations while monitoring the patient until the battery was removed at 10:15am. The patient's battery was used for 22 hours before it was removed from the device. Patients are provided two battery packs; one to be used in the monitor, and the other to be placed on the charger while not in use. The patient's second battery, sn (B)(4) was used by the patient for 36.5 hours between (B)(6) 2015. There was no evidence of an issue in the field with the second battery pack. Upon it's receipt at the distributor the second battery pack was fully functional. The patient's monitor, battery pack, and electrode belt were returned to zoll manufacturing for investigation. Upon receipt, belt sn (B)(4) had a pulled cable. Per review of the patient's flags, there is no indication that the device was damaged while monitoring the patient. The battery was removed before the remaining capacity was fully depleted.